Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's light-emitting diode above the power button flickers (but doesn¿t light up brightly), and none of the controls respond. The problem occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump head not working a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pump head not working was due to a component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's light-emitting diode above the power button flickers (but doesn t light up brightly), and none of the controls respond. The problem occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.